Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hipot test. The cause for the failure was isolated to a cut trunk cable. The cut caused a short in the cable. The root cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted form the defective electrode belt. The last pt to use this belt did not report any deficiencies.